Event description:
Event #1 [redacted date]: oxytote gauge reading too high (2546 psi). Event #2 [redacted date]: oxytote oxygen tank - gauge flashing between two different readings. Can't get an accurate read on tank. Tank was tagged "defective" to return to (B)(6) (our oxygen distributor who will send to western/mfg for repair). These events are part of an existing recall notification that did not involve product removal. Manufacturer response for oxygen gauge, oxytote (per site reporter).